Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had insufficient brightness. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the malfunction was caused by a scratched objective lens, which resulted in an image shadow. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.